Event description:
It was reported that the patient received two inappropriate shocks due to noise on the rv lead. Preliminary analysis confirmed the two reported inappropriate therapies and showed that they most probably resulted from a rv lead issue or a lead connection issue.

Manufacturer narrative:
Please refer to the attached analysis report. (B)(4)

Event description:
It was reported that the patient received two inappropriate shocks due to noise on the rv lead. Preliminary analysis confirmed the two reported inappropriate therapies and showed that they most probably resulted from a rv lead issue or a lead connection issue.